Event description:
It was reported that the device had a ripped and bubbled downstream occlusion seal during. Reporter indicated the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection confirmed the reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and functional testing was performed. The downstream occlusion (dso) damage was confirmed during evaluation. The dso seal was replaced to address this issue.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a damaged (dso) downstream occlusion seal. The downstream and upstream occlusion seals were replaced. The software was updated as a precaution. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.